Event description:
Healthcare professional reported left side capsular contracture, baker grade not specified of a non allergan device. Device has been explanted. (Allergan reference (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).